Event description:
Two endeavor sprint rx drug-eluting stents were implanted (ref MFR report # 2953200-2009-01500), overlapping, at the 1st diagonal branch. Approximately 3 months following index procedure, patient came to the emergency room as his cbgs were high and felt bad. Some mild suprapubic abdominal pain, post-tussive vomiting, no chest pain or shortness of breath. Poor appetite. An inpatient procedure was carried out. Indications were ischemic heart disease. It was reported that the patient had a non st mi. Stemi in medical intensive care unit and herpanized at that time. Maximum therapy was opted to be preferred treatment. Patient had a prolonged hospital stay, troponins peaked 4.56. Investigator assessed the event as remotely related to the study stent. Patient was reported to be asymptomatic following this.

Manufacturer narrative:
Evaluation: results: myocardial infarction.